Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during preparation of the tibia, the drill perforated the anterior cortex of the tibia. The surgeon described the tibia as having a unique morphology and placing slightly more slope on the tibia.